Manufacturer narrative:
It is not assumed that the detected deviation (openlock mechanism cannot be opened) contributed to the described event, as the product would not have been usable in this condition. The customer was asked several times to send in the missing components of the skull clamp (torque screw, extension arm) for examination in order to rule out or verify any causal relationships. The parts have not yet been sent in. If the remaining components arrive or any new further findings emerge during this investigation, the relevant information will be submitted in a follow-up report. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on july 9 that one of our products was involved in a case in which the patient sustained a laceration.